Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was found to have the resin part melted. There was no report of fragment(s) falling inside the patient. The procedure was continuing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary was identified. The damage at the distal end of the instrument was on the pulley cover. No arcing was observed during the procedure and there was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
The maryland bipolar forceps instrument that was involved in this complaint was received for failure analysis testing. However, the evaluation has not yet been completed as of the date of this report.